Event description:
When taking the introducer out after insertion one of the orange plastic wings broke off from the plastic sheath. We were unable to separate/peel away the sheath inserted in the patient. We had to have second person get sterile to help split the plastic sheath with tweezers. If we were unable to get it off, we would have had to pull the PICC line. The introducer used is the footprint 1.9fr PICC (peripherally inserted central catheter) introducer with lot # 241054 / distributor-(B)(4).